Event description:
The user received questionable hdl results from the analytical p module analyzer serial number (B)(4). Of the data provided, the results for two patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 1 and the repeat result was 61. Patient sample 2 initial result was 1 and the repeat result was 40. No information was provided to determine if the erroneous results were reported outside the laboratory or if the patients were adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
The investigation determined the root cause was inappropriate pre- analytical procedures by the user. The storage condition, collection procedure, centrifuge time and rpm (g force) for patient samples were evaluated. The user agreed there were inappropriate pre-analytical procedures. As the values generated as part of the issue were not medically plausible and the implausibility can be recognized, a medical risk related to this event was not likely.